Manufacturer narrative:
Details of complaint: the customer reported that the zm-540 telemetry transmitters were not recording the nibp readings at the central nurse's station (cns). The device was not in patient use. Investigation summary: the issue of data not appearing at the cns for telemetry devices was a known issue that was resolved with a new software update for the org units. The software version was 05-01. Due to the age of the complaint, additional information is unlikely to be available. It is unknown which software was installed on the org at the time of the event as device information was not provided in the initial complaint. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The issue was most likely resolved with a software update. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: attempt # 1: 05/03/2021 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, but did not provide the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: org: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Transmitter: model #: zm-540pa. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the zm-540 telemetry transmitters were not recording the nibp readings at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) has an issue with the zm-540's not recording nibp readings on the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that the central nurse's station (cns) has an issue with the zm-540's not recording nibp readings on the cns. No patient harm reported.